Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the integrated electro surgical unit (iesu) did not work. Prior to calling technical support, the customer power cycled the iesu but the issue persisted. The technical support engineer (tse) reviewed the logs and found repeated m-12 and m-02. The tse had the customer take the foot pedals out of the drawer to make sure they were being pressed down. No further troubleshooting was done. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 28-sep-2022 and 4-oct-2022 and obtained the following additional information: system functionality was checked upon powering on the system. The iesu initially powered on without errors. The procedure was completed successfully with the third party generator. The patient related information cannot be provided due to data protection law. The operation was not prolonged.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported issue. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically without esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.